Manufacturer narrative:
(B)(6).

Event description:
It was reported that the v60 unit had a battery failure. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the good faith effort (gfe) response, the field service engineer (fse) reported that the warranty period of the unit had expired, and the hospital bought a new battery from a third party without philips¿s assistance. No further issue was reported by the customer.